Event description:
On 03/09: customer reports the patient procedures were not able to be completed, due to fluoro failure. No patient injury reported.

Manufacturer narrative:
Fse troubleshot and found the image intensifier transducer amplifier pcb had gotten wet. The fse cleaned the fluid residue from table and covers. Replaced the transducer amplifier which regained ii movement. The fse completed the operational checkout of all table movements, verified the fluoro images on the exam monitor. System returned to full service by the customer.